Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No further actions are possible with the available information.

Event description:
Edwards received information that this device was explanted after an implant duration of eight (8) years, one (1) months due to structural valve degeneration. No additional details provided.